Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a pin of the patient connector on the analyzer was damaged. Concomitant product(s): product ID: 2067l radio frequency head . (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.